Event description:
A physician reported that the leakage occurred at the connection of the white tube and water leaked out of the cassette due to that priming failure occurred before surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned used product was visually inspected. The light green irrigation cassette connector was broken off and a piece of the connector was between the body and cover. Further inspection found it was one of the two key arms located on the distal end of the connector that engages and locks in the connector to the cassette. Half of the connector was broken off. Based on the damage and location of the broken pieces found, it's likely the damage occurred post receipt of the sample and not a result of manufacturing defect. A replacement irrigation/aspiration tubing set was used to continue functional testing for leakage and priming failure. A calibrated console representing the current software version was used to test the product. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The product could prime, tune with the handpiece, and pass intraoperative pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).